Event description:
It was reported that the patient passed away. The cause of death is not known. The pacemaker and leads were explanted.

Manufacturer narrative:
Analysis performed after installing new battery indicated that the device exhibited normal device characteristics with no anomalies, the original battery was depleted to end of life level. Longevity assessment was performed; device met projected longevity and is considered normal battery depletion.